Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument having ssc signal issues producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13aug2020 to date 13aug2021. Complaint trend: there are 10 complaints related to the issue of erroneous results ivd; date range from 13aug2020 to date 13aug2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of ssc signal issues resulting in erroneous results could not be determined. However, the customer confirmed that there were no reoccurring issues after they upgraded the software and firmware to facsuite 1.5 and firmware 1.0.41.77. No engineer visited the customer site as the assistance was performed remotely. No parts were requested for evaluation as there was no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and the customer confirmed that the affected patient samples were discarded. There was no delay in patient treatment due to any unexpected results. After the software upgrade, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 31aug2017; defective part number: n/a; work order notes: subject / reported: 659180 - facslyric - ssc signal issue. Problem description: customer has noted that occasionally they observe an issue with the ssc signal. This is most clear when comparing same tube ran on the two different facslyric instruments. Work performed: asked how often the issue takes place and what the actions are that are taken at that time of observation. Also asked the adverse events questions on patient impact. Asked whether facsuite shows any errors (such as 'vacuum pressure out of range'). Check optics. The customer confirms the instrument hasn't given any error messages when the ssc was affected. Customer sent extra data (see case attachment), other parameters on blue laser line are not affected. Cause: unknown. Solution: the customer confirmed with fse terje that the issue has not returned since the upgrade to facsuite 1.5 / firmware 1.0.41.77. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes; no. Azure ID: (B)(4); ID: libivd-ra-92 3.1.3; reg status: ivd; ruo; hazard: incorrect output. Cause: fluidic instability (sheath flow changes during acquisition). Harmful effects: signal changes for the secondary laser parameters leading to wrong result. Risk control: during acquisition, differential pressure is monitored constantly and warning is displayed via facsuite clinical software or the facsuite software req link (azure ID): 93260 libivd-did-1910 vacuumpressure monitoring implementation verification: libivd-se-15-72p miscellaneous clinical features demonstration protocol effectiveness verification: liberty cms firmware subsystem verification summary reportlibivd-se-15-72f. Probability: 1; severity: 3; risk index: 3; residual risk evaluation: a; new hazards: none. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause could not be determined, however a software upgrade showed no reoccurring issues. Conclusion: based on the investigation results, the root cause of the customer experiencing ssc signal issues resulting in erroneous results on the facslyric, could not be determined. The technical service representative assisted the customer remotely to upgrade the instrument¿s software and firmware. After the software upgrade, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that while running patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: customer has noted that occasionally they observe an issue with the ssc signal. This is most clear when comparing same tube ran on the two different facslyric instruments. Was the patient treated based on erroneous results? No. Specify if any testing done was ivd or ruo. Ivd. Were results reported to a patient or clinician and acted on? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? N/a. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: customer has noted that occasionally they observe an issue with the ssc signal. This is most clear when comparing same tube ran on the two different facslyric instruments. Was the patient treated based on erroneous results? No. Specify if any testing done was ivd or ruo. Ivd. Were results reported to a patient or clinician and acted on? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? N/a. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.